Manufacturer narrative:
Pr (B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055905. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
Pr (B)(4) additional information 1. Any adverse event or serious injury reported to patient or healthcare professional? No 2. Was there a delay of, or change in, the course of treatment due to the event? Delay of treatment 3. Any sample or photo available for investigation?- as previously indicated, I have the sample to return and requested a return label 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? No 5. How was treatment completed for customer? Changed out the faulty 30g needle to another working 30g needle 6. Patient status? No issues 7.how was treatment completed for customer? As planned once the needle was changed out 8.please provide further details? N/a 9.was there any patient¿s impact? Delay in care 10. Was this noted on the first use? Yes 11.how many quantities is affected? Several have already been reported 12.were you able to draw up solution and then unable to expel? We are using a pre-filled syringe. The doctor was unable to prime he needle prior to the injection. 13.is there any visible blockage? No material#: (B)(4) batch#: 3055905 it was reported by customer that the doctor went to prime the needle prior to an eye injection. The plunger would not push through the syringe, indicating that the needle was blocked. The needle was replaced, and the injection was performed without further issue. Defective product info: bd 30g needle, ref 305106, lot 3055905, exp 3/31/28- I have this needle in my possession. Please send me a return label so I can send it back for a quality review. Verbatim: uva bse#(B)(4) date of occurrence: (B)(6) 2023 location of occurrence: (B)(6) university. Issue: the doctor went to prime the needle prior to an eye injection. The plunger would not push through the syringe, indicating that the needle was blocked. The needle was replaced, and the injection was performed without further issue. Defective product info: bd 30g needle, ref (B)(4), lot 3055905, exp 3/31/28- I have this needle in my possession. Please send me a return label so I can send it back for a quality review.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305106 batch#: 3055905. It was reported by customer that the doctor went to prime the needle prior to an eye injection. The plunger would not push through the syringe, indicating that the needle was blocked. The needle was replaced, and the injection was performed without further issue. Defective product info: bd 30g needle, ref 305106, lot 3055905, exp 3/31/28- I have this needle in my possession. Please send me a return label so I can send it back for a quality review. Verbatim: uva bse#206468. Date of occurrence: 12/7/23. Location of occurrence: (B)(6), issue: the doctor went to prime the needle prior to an eye injection. The plunger would not push through the syringe, indicating that the needle was blocked. The needle was replaced, and the injection was performed without further issue. Defective product info: bd 30g needle, ref 305106, lot 3055905, exp 3/31/28- I have this needle in my possession. Please send me a return label so I can send it back for a quality review.